Manufacturer narrative:
Customer reported that the surgiphor bottle broke during use. No health consequences were reported. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug) addendum: h11: this supplemental MDR is submitted to document the results of investigation performed to analyze the root cause. Based on the information available and without having the photos or sample to evaluate, no conclusions can be made. A device history record review found no non-conformances associated with this issue during production of the reported batch. Additionally, retain samples were inspected and found no visible abnormalities or signs of the reported cracking on the bottle. A CAPA was opened to investigate events of this nature. Complaints are monitored and reviewed for emerging trends. Updated fields: b4, e1, e3, g3, g6, h2, h6, h10, h11 corrected field: d4 (UDI) note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
As reported, a surgiphor bottle broke upon going to squirt into the wound at the end of the case. It was reported that the surgeon had to open another surgiphor bottle to use. No health consequences were reported.

Event description:
As reported, a surgiphor bottle broke upon going to squirt into the wound at the end of the case. It was reported that the surgeon had to open another surgiphor bottle to use. No health consequences were reported.

Manufacturer narrative:
Customer reported that the surgiphor bottle broke during use. No health consequences were reported. Section c. 1a name and strength: 0.5% povidone iodine (pvp-I) in phosphate-buffered saline, potassium iodide, and vitamin e tpgs. Section d. 2b procode: fqh (lavage, jet) and fro (dressing, wound, drug). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.